Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that an unknown patient had an infection and was being referred for explant. Information was received that the physician could not remember who the patient was. The physician believes that the explant was within the last month or two however could not remember specifically. No other information has been received to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.